Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient reported decreased therapeutic relief and that the device didn't seem to be working as well as it used to. The patient needed to "turn it up past 9" to feel the stimulation when walking. The event resulted in an unscheduled clinic or office visit and reprogramming was performed on (B)(6) 2017. The event resolved without sequelae. The event was related to the device or therapy and not related to the implant procedure or programming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the cause was not determined.